Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer called back for troubleshooting. The high pressure test was performed, and the pump failed the first test. The pump passed the second high pressure test, but the customer was not comfortable with the pump and requested a replacement. Advised the customer that the pump would be replaced and she agreed to return her pump for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor; unable to perform occlusion test and excessive no delivery test due to prime anomaly. The operating currents are within specifications and passed self test, a21 error test, displacement test and basic occlusion test. The insulin pump had cracked case at the display window corners, cracked display window, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a blood glucose level of 500 mg/dl. The customer felt light headed and dizzy prior to the hospitalization. The customer did not mention any form of treatment for their blood glucose levels. The customer did not have a tubing clamp to finish trouble shooting. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp.